Event description:
It was reported that the patient underwent a replacement surgery involving their inflatable penile prosthesis (ipp), due to infection. The previous ipp was explanted and replaced with a new ipp. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the previous ipp was explanted on (B)(6) 2018 due to infection. The patient was re-implanted with a replacement ipp on (B)(6) 2018. Further information was requested but not yet received. Should additional relevant details become available, another supplemental report will be submitted.

Manufacturer narrative:
Event updated with additional information. The erroneous implant date submitted in the initial report was removed. Explant date was recorded. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 03:23 pm CT. The report number is being corrected from: 2183959-2018-61896 to: 2183959-2018-61276.

Manufacturer narrative:
The implant date is an approximate date. Only the year (2012) is known at this time.

Event description:
It was reported that the patient underwent a replacement surgery involving their inflatable penile prosthesis (ipp), due to infection. The previous ipp was explanted and replaced with a new ipp. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.